Event description:
It was reported by service report that the fowler would not lower and the CPR release was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler weldment.